Event description:
It was reported that the product presented holes in the silicone cover during incoming inspection by our distributor.

Manufacturer narrative:
The product was not returned for evaluation.